Event description:
It was reported that before a prostate procedure the end user turned on the laser and noted ¿top cover/display failure¿ the customer was unable to resolve the display issue that occurred and the physician chose to perform an alternate procedure (turp). Patient outcome: there was no report of a patient or user injury.